Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/7/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: an opened box with thirty packets of product code w333 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what was the name of the procedure? Unk, these threads are used to make sutures in the bile duct from when was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify. The thread broke during handling: when the nurses made a knot, the thread broke before even being able to finish the knot, this was repeated with all the lots present in the department. What was used to complete the procedure? The nurse has changed the type of thread (no silk thread). Was there any adverse consequence associated with the patient? No clinical consequences observed on the patient but the silk threads cannot be used for the moment. What is current condition of the patient? The patient was released without damage. A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4) device not returned. Related events captured via: 2210968-2021-07005.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used on the bile duct. During handling, the thread broke without any important tension, before being able to finish making the knot. A different type of suture was used to complete the procedure and there were no patient consequences reported. Additional information was requested.